Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be responsive to button presses. The keypad cover was removed; no contamination was found under the key contacts. Unrelated to the complaint, the display screen was found to be dim and faded. A new test screen was inserted; the display screen was found to be functioning appropriately and illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittently unresponsive keypad issue. The reporter states that the "ok" and "down" buttons of the pump are sticky and there is a delay in the button response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.